Manufacturer narrative:
(B)(4).

Event description:
It was reported the patient received an alert due to non-sustained rv oversensing and vf episodes. Further investigation indicated the episodes represented noise; however, the noise was not reproducible in clinic. No intervention was performed. No patient symptoms were reported.